Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (add gel messages) was confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving "add gel" messages in the absence of a prior gel release.